Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that an alert was received via the remote monitoring system indicating this cardiac resynchronization therapy pacemaker (crt-p) recorded a high out-of-range pace impedance measurement on the implanted competitor right ventricular (rv) lead. The out-of-range measurement resulted in an automatic device switch from bipolar to unipolar pace/sense configuration. Episodes of apparent myopotential noise the following day were found stored in device memory as a suspected result of unipolar sensing. The noise was oversensed which led to a period of pacing inhibition greater than 2 seconds though the presence of asystole could not be determined; the patient reportedly experienced presyncopal symptoms. Boston scientific technical services (ts) discussed performing provocation testing to assess the lead as well as potential programming considerations should the physician elect to continue monitoring. No adverse patient effects were reported. This system remains in service.